Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with tricuspid regurgitation (tr) for a triclip procedure. During the preparation of triclip steerable guide catheter(tsgc), loss of column was observed. Air bubbles were visualized. The tsgc was replaced with another device to complete the procedure. There was no clinically significant delay or adverse patient effects reported.

Event description:
It was reported on (B)(6) 2026 that the patient presented with tricuspid regurgitation (tr) for a triclip procedure. During the preparation of triclip steerable guide catheter(tsgc), loss of column was observed. Air bubbles were visualized. The tsgc was replaced with another device to complete the procedure. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and without the device to analyze, the cause for the reported leak/splash (loss of fluid column) and air/gas in the device cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.